Event description:
The customer contact reported the tubing split; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver a 12 hour continuous infusion of an unspecified chemotherapeutic agent. After six hours in use, the nurse noted the slide clamp on the air vent was closed. It was reported that just prior to the nurse opening the slide clamp, the soluset split at an unspecified location "because of the pressure build up." The chemotherapeutic agent leaked and came in contact with the nurse's face. It was reported the nurse's face was washed and the spill was cleaned up according to the user facility's protocol. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse effects to the nurse. No medical interventions were required. Though required, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.